Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs ipg has reached its end of life as the end of service (eos) message was confirmed on the patient¿s controller. The patient is not receiving therapy and will likely require surgical intervention to resolve the issue.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.